Event description:
It was reported that the threaded part of the alignment rod broke off during a surgeon demonstration. No patient involvement.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the threaded part of the alignment rod broke off during a surgeon demonstration. No patient involvement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.